Event description:
It was reported the patient's device was showing an "oor" error message. The patient was unable to adjust the voltage on their device above 2.4 volts. It was stated the patient was last programmed (B)(6) which was one of their initial programming sessions and was programmed at 2.7v. Impedances were normal at the patient's appointment on (B)(6) 2012. It was stated the patient was getting "questionable" therapy at the time of report as they were still in the early phases of optimizing it. However, the patient did indicate these he "felt worse on both sides" at the time of reporting. Additional information has been requested, a follow-up report will be sent if additional information becomes available. Reference MFR. Report # 3004209178-2012-03445.

Manufacturer narrative:
Concomitant medical products: product ID 37642, serial# (B)(4). Product type: programmer, patient: product ID 37 085-60, serial# (B)(4), implanted: (B)(6) 2012. Product type: extension: product ID 37085-60, serial# (B)(4), implanted: (B)(6) 2012. Product type: extension: product ID 3389s-40, lot# v911920, implanted: (B)(6) 2012. Product type: lead: product ID 3389s-40, lot# v699244v01, implanted: (B)(6) 2012. Product type: lead. (B)(4).